Manufacturer narrative:
On 11/20/2019, mentor completed evaluation of the device. Device evaluation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing was performed and no leak sites were detected. No anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor memorygel breast implant 375cc, catalog# 3503751bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc and experienced capsular contracture, baker grade unknown on the right side post-operatively due to radiation to treat breast cancer. Based on available information, it seems the patient was diagnosed with breast cancer after implantation, but this is not conclusively known. A followup returned no additional information. As a result, the patient underwent explantation on (B)(6) 2019, where it was discovered that the implant was ruptured.